Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in a motor vehicle accident about 3 weeks prior to the report. When she was moving, she was in a car and had to slam on the brakes and she was jerked and jarred. There was an implantable neurostimulator site issue. There was burning at the implantable neurostimulator site. Additional information received on 2016-08-02 reported that the burning was not from a car accident. It was hurting and burning where the leads are and where the implantable neurostimulator is. She cannot touch it or it will send a burning sensation. It is getting worse and the patient is concerned about it. She has her implantable neurostimulator turned off now, and she has not charged it because charging makes the severe burning even worse. The burning sensation affects her sleeping. The patient is frustrated and wants to be able to use her device. Recently, the patient moved to (B)(6) from (B)(6) and it worked great in (B)(6). It was a two day trip to drive to (B)(6) when she was moving and she was wondering if sitting in the car for so long was the cause of what is going on. She reported that during the drive, it started to really burn really bad and is sore to the touch where her implant is done. The patient was scheduled at that time to see her primary health care provider on (B)(6) 2016; however she wasn't able to get into a clinic with a doctor for the stimulator for another 3 weeks.

Event description:
Information received from the patient clarified that they were not in a car accident but that they ¿slammed on¿ the brakes and the car ¿fish tailed¿ to avoid an accident with a semi-truck. It was noted that the ins was depleted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient saw a doctor for her stimulator. They determined that the discomfort and burning she had been feeling was due to an irritated nerve by the stimulator. The doctor told her this was most likely caused by the long car ride to florida. The patient was to see the doctor again on (B)(6) 2016 and they would schedule a procedure. It was noted that a manufacturer representative was there and the device was working fine. It was charged up but was too uncomfortable for the patient to use as of (B)(6) 2016-. The patient was looking forward to getting the device replaced so she could use it again. It was noted that the device helped her tremendously and she had been able to go from six pain pills a day to two a day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they couldn't even touch the implantable neurostimulator (ins), and they felt burning and pain. It was noted they really wanted to have the issue resolved because the device really did work. It was stated they were getting stressed out about it. The patient had switched over to a different insurance and had been with no healthcare professional (hcp) since july. It was noted they had been calling one hcp who accepted their insurance for the last 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.